Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to deliver an extended bolus of over 20 units. The customer's blood glucose (bg) level was reportedly high. Bg value not provided. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.